Event description:
Healthcare professional reported an unknown side rupture and ¿rupture of the expander after only four years.¿ additionally, healthcare professional reported and confirmed left side device rupture and ¿blue particle material on the shell¿. Device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified blue particle material on the shell and an opening (on posterior side). Device patch with lot number 2780431 and catalog number mx12cm. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmasist reported rupture related to unknown side. Device has been replaced.